Event description:
A user facility reported to olympus that during an unspecified procedure using the evis exera iii duodenovideoscope, the single use distal cover opened up at the tear-off line while applying pressure. It was stated that the user did not apply anti-fog agent to the scope lens. The user also confirmed that the cover was not damaged and also made sure the cover was securely attached. Despite multiple attempts for additional information, none was provided. This is related to patient identifier number (B)(6) which was reported under MFR. Report number 8010047-2021-06976.

Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal cover opened up at the tear-off line) are as follows: 1) distal cover was slightly torn by improper attachment way to scope. (Ex. The cover was pushed diagonally.) Or, the cover was fragile because it had been slightly crushed before being attached to scope. (It may have been damaged at less-visible level because user had confirmed no abnormality before procedure.) 2) the cover was damaged further by stress from being attached to scope or twisted/pushed/pulled in human body. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.